Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm it was reported that there was air in the patient line. The incident occurred during initial drain on the homechoice (hc) machine. The cause of the air could not be determined during troubleshooting. The technical service representative (tsr) advised they would need to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.